Manufacturer narrative:
Addition/update: h4 the reported issue of lvp(large volume pump) module overinfusion (unspecified medication) could not be confirmed. No product nor device logs were returned for investigation. Device history record, a review of the device history record showed the device had a manufacture date of 23jun2020. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. H3 other text : device history record only.

Event description:
It was reported that the device over infused. The medication infused in 6 minutes instead of 30 minutes. This event happened in labor & delivery. There was no patient harm. Although requested, further information not provided.

Manufacturer narrative:
The customer complaint could not be confirmed because the device was not sequestered for failure investigation. The root cause of this failure was not identified. No device will be returned per customer.

Event description:
It was reported that the device over infused. The medication infused in 6 minutes instead of 30 minutes. This event happened in labor & delivery. There was no patient harm. Although requested, further information not provided.